Event description:
It was reported that during a routine follow-up, exit block was noted. An x-ray revealed the lead was dislodged. Twiddler syndrome was suspected, and the patient confirmed she "often feel for the device." When the lead was explanted, it was noted that the svc coil was damaged due to overstress, and the outer insulation was "not in order anymore." The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed. The defib conductor was distorted.